Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. A loose connection was identified within the interconnect cable as the cause of the event. The reported problem was repaired and resolved by the customer's biomedical department. No additional service information was provided.